Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller in attempting to reset the pump, but the malfunction recurred. Subsequently, a replacement pump was sent to the customer, who was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.